Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The peritonitis was manifested by abdominal pain. The cause of the peritonitis is unknown. On the same day, the patient was hospitalized for this event. On either the same day as or the day after hospital admission, the patient began treatment for this event with vancomycin (intraperitoneally, for either seven or eight days, dose and frequency not reported).dianeal therapies were ongoing except for one day in which hemodialysis was performed. The patient was discharged from the hospital nine days after admission. The patient has recovered from this event. No additional information is available. This is report 1 of 3.

Manufacturer narrative:
(B)(4). The cause of the peritonitis event was user error of a breach in aseptic technique. The patient was discharged from the hospital sixteen days after admission (previously reported as discharged nine days after admission). At the time of this report, the patient was recovering from the peritonitis event (previously reported as recovered). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted